Event description:
It was reported that during the surgery one of the pedals broke. No patient injuries or delay were reported. Back-up device was not available.

Manufacturer narrative:
The device was received for evaluation. There was a relationship found between the returned device and the reported incident. Visual inspection of the returned device noted the right pedal assembly is missing. The complaint of damaged pedal was confirmed. The complaint investigation has concluded that the device has sustained physical damage to the right pedal. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended.